Event description:
While soliciting product performance feedback from clinicians, the device MFR learned of a device migration event followed by acute urinary retention (aur). Device migration into the bladder was confirmed by x-ray. A foley catheter was inserted to restore bladder drainage. Cystoscopic removal of the device was performed. No pt injury was reported. No pt info or device lot number was provided. Indication for use is unk. Number of days the spanner had been in use is unk.

Manufacturer narrative:
The device was not returned for evaluation. A review of device history records (DHR) for relevant spanner lots revealed no indication that the device used did not meet specifications. This form FDA is being submitted after the required 30-day time frame in response to recent interactions between abbeymoor, the FDA local district office, and the FDA reporting systems monitoring branch in which migration events with cystoscopic removal were deemed MDR reportable. (Abbeymoor initially determined that a MDR was not required for this event based on results of a clinician-based risk assessment.) Explanation of evaluation codes used.